Event description:
It was reported that the user experienced an occlusion alert while using an inset infusion set with 23-inch tubing and 6 mm cannula, with no observed leaks or kinks, and the alert resolved after changing supplies. Symptoms included no reported change in blood glucose. Outcomes included no medical intervention or hospitalization. Investigation included user counseling on potential causes of occlusion and recommendation to replace supplies if alerts persisted. Investigation of this case revealed that the occlusion was resolved by changing the infusion set, indicating a probable transient flow restriction at the set or tubing that was not externally visible. It was concluded, based on previously established findings for similar reports, that the cause was a product-related issue localized to the infusion set that was addressed through standard troubleshooting and supply replacement.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.